Event description:
The patient has a tissue integrity issue. She uses a nid voice prosthesis. Sometime ago, the prosthesis dislodged and the patient coughed it out. She found the prosthesis in the bed sheets. No medical issue with the patient occurred.

Manufacturer narrative:
Investigation has concluded that the patient has a tissue which makes if difficult to retain the prosthesis in place. The speech language pathologist feels that the dislodgement is most likely correlating to the tissue issue. The patient has also modified the device in violation with the instructions for use, by cutting of the safety medallion which prevents the device from falling down the trachea in case of dislodgement. This information has been retrieved through the slp. The slp/patient is informed not to modify the device and to follow the instructions for use. No other action is required.